Event description:
The customer reported out of range normal control solution results and inaccurately low blood glucose readings with strips. On 8/1/96 the customer opened a new box of blood glucose test strips and obtained consecutive blood glucose readings of 19, 31 and 35mg/dl. He felt these readings were not accurate so he immediately performed a normal control solution test. He obtained a normal control solution result of 89 mg/dl versus a normal control solution range of 117-175 mg/dl. Because of these seemingly inaccurate results, the customer immediately called co customer support line. With the rep, the customer obtained a normal control solution result of 14 mg/dl. The control solution was opened two months ago. The customer shook the control solution vigorously before he applied the sample to the test pad. Also with the rep, a check strip result was 84 versus a check strip range of 72-96. The rep inquired as to whether the desiccant is in the bottle. The customer stated, "no I just took it out when I opened the bottle (approx 10 mins before calling the co rep)."